Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of redness, swelling and puss filled bumps were noted. The physician confirmed that the infection was not device related and the physician did not know if anything happened during the recent revision that may have caused or contributed to the infection. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 10:45 am CT. The report number is being corrected from: 3006630150-2018-62424 to: 3006630150-2018-61255.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of redness, swelling and puss filled bumps were noted. The physician confirmed that the infection was not device related and the physician did not know if anything happened during the recent revision that may have caused or contributed to the infection. The patient was placed on antibiotics and underwent an explant procedure.